Event description:
It was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the lbbap lead had dislodged, which was confirmed by fluoroscopy. Visual examination confirmed that the lbbap lead had insulation damage. The lead was not used and was replaced during the procedure on (B)(6) 2025. The patient was stable.